Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software investigation could not determine the probable cause. See regulatory rep # 1723170-2019-01325 for system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: no parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during three cases the registration probe would be recognized in the system as a shaver. The site rebooted several times and the issue was resolved. There was a reported delay of less than 1 hour and no reported impact to patient outcome.